Event description:
It was reported that this cardiac defibrillator exhibited mechanical complications. This device was explanted and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).